Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a large pseudocyst during a procedure performed on june 1, 2024. During the procedure, the stent first flange was successfully deployed. The second flange was then deployed in the scope; however, the second flange did not release from the scope. Consequently, the scope was removed, and the stent was inadvertently withdrawn with it. The procedure was completed with an axios stent of a different size. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent first flange difficult to position.